Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04322.

Event description:
It was reported that the patient¿s left hip was revised approximately 8 years post implantation due to pain, discomfort, difficulty walking, loss of range of motion, metallosis and elevated levels of metal ions. The head and cup were removed. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.